Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0242 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu0242) have been reported from facility china. Device not returned for evaluation.

Event description:
It was reported that the micro-introducer sheath was split at the proximal end. No other information was provided.